Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the contrast and audio bolus buttons were unresponsive. She noted that the patient removed and reinserted the battery, with no change to the button responsiveness.